Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loose stent could not be verified as the stent was returned dislodged from the balloon. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. A conclusive cause of the reported unstable stent cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling

Event description:
It was reported that during unpackaging of the 3.0x12mm vision stent delivery system (sds), the stent implant was noted to be loose/moving on the balloon; thus, the sds was not used. Reportedly, there was no resistance during removal of the protective sheath or stylet. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 3.0x12mm vision sds was used to successfully complete the procedure. There was no additional information provided.